Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient had been hospitalized on (B)(6) 2014 as a result of a severe hyperglycemic event. The reporter stated that the patient's blood glucose (bg) was over 500mg/dl, with ketones, and symptoms of heavy breathing. While hospitalized, the patient was allegedly treated with insulin injections and IV fluids. It was reported that there were no pump setting changes before the alleged event and pump use was discontinued. Troubleshooting determined that all delivered basal and bolus doses matched the programmed settings, and that the date was incorrect. This complaint is being reported for alleged hyperglycemia during pump use in which a pump malfunction could not be ruled out.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/1/2014 with the following findings: the last basal delivery and the last bolus were on 07/16/2014. The pump history showed no alarms outside the range of normal patient use. The total daily doses prior to event date added up correctly. The pump passed a delivery accuracy test and was found to be operating within required specifications and delivering accurately. The complaint could not be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.